Event description:
Boston scientific received information that the left ventricular (lv) lead dislodged and exhibited loss of capture several days post-implant. At that time the device was reprogrammed to only pace the patient's right ventricle (rv). This patient later underwent a procedure for epicardial lead placement at which time this lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.